Event description:
Caller reported that tandem mobi pump shut down unexpectedly, and leds were not blinking. There was no reported adverse impact to the customer¿s blood glucose level. Customer disconnected the phone and no additionally information was able to be gathered.